Manufacturer narrative:
It was reported to abbott that the patients leads were fractured. Rep reported that they met with the patient and found that the l2, l3, and l5 leads were all fractured. The patient was scheduled for a reprogramming session, when x-rays revealed the issue on (B)(6) 2020. No falls or trauma reported. Rep was unable to get enough pain coverage with the remaining leads. The patient is scheduled for a traditional scs trial on (B)(6) 2020. Rep called ts and reported that the patient will have both drg systems explanted on (B)(6) 2020 and will have an scs system implanted. Rep also inquired about mr conditions if the leads remain implanted. Ts advised that abandoned leads cause the system to be not mr conditional. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported that the patient underwent surgical intervention wherein the drg system was explanted and replaced with an scs system to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference # 1627487-2020-30435 & 1627487-2020-30433. It was reported the patient has been experiencing insufficient therapy. X-rays revealed fractures in relation all of the patient's leads. As a result, the patient may undergo surgical intervention on a later date.